Manufacturer narrative:
Correction: incorrect aware date was reported in the initial report. The correct aware date in the initial report should be (B)(6)2020. Investigation conclusion: the required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert.

Manufacturer narrative:
The required information to enable further investigation, such as the kit's lot number and patient's medical history, was not available and therefore a root cause investigation was not able to be performed. A review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. The exact root cause of the reported issue could not be determined.

Event description:
A customer reported false negative results on suspected (symptoms not otherwise specified) covid-19 patients with the ID now covid-19 assay to an abbott scientific affairs employee. The customer stated that during a call, "it was mentioned that we were having complaints about the perceived false negative rate of the abbott ID now," additionally noting "I don't think we have a technical problem with the test." The total number of potential false negative results was unknown; sample and swab type was unknown; additional and/or confirmation testing was unknown; patient impact, treatment and outcome was unknown. Attempts to gain further information were not successful. Abbott diagnostics (B)(4), inc. Received authorization from the FDA for the removal of swabs eluted in vtm as an appropriate sample type from the ID now covid test in (B)(6) 2020. While the ID now covid-19 test was performing within the statements made within package insert in19000 v1.0 related to % test agreement with the expected results by sample concentration, the change was a proactive measure to remove the risk of potential reduced sensitivity, or false negative in the event of a low analyte concentration as vtm is known to dilute the patient sample. Customers were informed of the change through a technical bulletin, tb000041 v1.0, indicating: "the specimen collection and handling for the ID now¿ covid-19 test has changed. Swabs eluted in vtm are no longer an appropriate sample type. Please refer to the updated product insert included in this kit. ID now covid-19 is intended for testing a swab directly without elution in viral transport media as dilution will result in decreased detection of low positive samples that are near the limit of detection of the test. Due to this change, disposable transfer pipettes are no longer included in the kit." Additionally, all ID now covid-19 affiliated labeling was updated to reflect the removal of swabs eluted in viral transport media. The events of this case took place prior to the removal of the ID now covid-19 vtm claim. The ID now covid-19 product insert indicates that negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information. Due to the risk of a potential false negative result leading to no or delayed treatment, this event shall be considered reportable.